Event description:
Noticed I was having extreme fatigue along with 3 to 4 headaches weekly, shoulder pain, neck pain, breast pain (could feel the ports of the implants poking into my skin), memory lapses/confusion known as brain fog.